Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: dtbb1q1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that, the day after implant, the left ventricular (lv) lead exhibited very high thresholds and was unable to capture in various configurations. Reprogramming to right ventricular (rv) only pacing was conducted. Approximately three days later, the lv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.